Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead exhibited high threshold as observed via the ventricular capture management. It was noted the high threshold was only observed on one day with no change in threshold confirmed by manual checks. The ventricular lead remains in use. No patient complications have been reported as a result of this event.